Event description:
Went to (B)(6) for ccta scan with omnipaque iodine contrast dye on friday 10am. I had terrible delayed reactions for the following few days. First was gerd(gastroesophageal reflux disease), hot flash and urged to urinate short reaction at the hospital immediate after the IV injection. Then heavy headache afterwards the whole day. I thought that was it but 18 hrs later saturday 4am, rash developed started from chest, then abdominal, facial edema and slight fever. And rash and redness skin developed from head to toe all over body following day by day; 40 hrs later sunday morning, my kidney function was not usual which I can't urinate first thing in the morning after I drank 4 glasses of water the night before. It was only short period of time for that. Then I developed eye flashes and then hours later many eye floaters all on my right eye and a bit of blurred vision. Contacted my healthcare provider he first suggested otc benadryl. It didn't work to stop the symptoms of itchiness. I started taking prednisone 20mg on monday as advised but rash didn't seem to go away and extended to more area. I also applied steroid cream. At bedtime and morning dermatitis itchiness all over body is more prominent. Tuesday, continue with 20mg of prednisone, more rash in glands area underarm pits, breast, inner thighs and close to private area. Below my bellybutton part of body has developed bruises underneath skin and it became a little pain a couple days later. Consulted with healthcare provider and up the prednisone dosage to 30mg wednesday, thursday and friday. Finally rashes slowly going away from arms, head, face, and some part of body. Lower leg rashes still here but a lot less. Facial edema gone. Blurred vision and eye flashes and eye floaters unfortunately not going away.